Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain") and genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included vaginal itching. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 for contraception and anovlar (loestrin) from (B)(6) 2014 for pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ prolonged menses"), menstrual disorder ("abnormal menstruation"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), flank pain ("right flank pain"), cervical cyst ("cervix with nabothian cysts") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (underwent a laparoscop bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and headache had resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, migraine, flank pain, cervical cyst and ovarian cyst outcome was unknown and the dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: tumorous and cyst on ovaries . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Events added: cervix with nabothian cysts, bilateral ovarian cysts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included vaginal itching. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 for contraception and anovlar (loestrin) from (B)(6) 2014 for pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and flank pain ("right flank pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, migraine, headache and flank pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: tumorous and cyst on ovaries. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abnormal bleeding, vaginal bleeding, migraines, headaches, flank pain , device monitoring error are added. Lab data updated. Concomitant conditions and drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain") and genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included vaginal itching. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception and anovlar (loestrin) from (B)(6) 2014 to (B)(6) 2014 for pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and flank pain ("right flank pain"). The patient was treated with surgery (underwent a laparoscope bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and headache had resolved, the dysmenorrhoea, abdominal pain lower, back pain, genital haemorrhage, migraine and flank pain outcome was unknown and the dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: tumorous and cyst on ovaries most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Outcome of following events were updated from unknown to recovered/resolved: vaginal bleeding, hair loss, headaches, pain and recovering/resolving for painful sex and fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2014 underwent a bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain and weight fluctuation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.